Manufacturer narrative:
It was reported that the cns powered off during use. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns powered off during use. No consequence or impact to the patient.

Manufacturer narrative:
Correction data: type of report . Type of report. If follow up; what type? Method code, result code and conclusion code. Additional information: the customer reported that during a power outage the cns completely lost power. Once the cns powered back up within a couple of minutes, 3 patients on that cns are not storing any data for "full disclosure". Nk tech support helped the customer resolve the issue by changing settings within the system. The root cause of the issue was determined to be corruption of settings.

Manufacturer narrative:
H10: additional narrative: the customer reported on (B)(6) 2018 that their cns had power outage and now 3 patients aren't storing any data for "full disclosure" service requested: troubleshooting service provided: troubleshooting investigation result: the root cause of the issue was determined to be ungraceful exit of the system. The software was corrupted due to ungraceful shutdown of the system. The issue was resolved by ts stopping the monitoring on the cns and re-monitor them again. Pu-621ra is the main unit for cns-6201a. The cns-6201 service manual version g mentions the appropriate method to shutdown the system and to check for all the connections before operation under general handling precautions. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: f9. Approximate age of device: incorrectly calcuated.

Event description:
It was reported that the cns powered off during use. No consequence or impact to the patient.